Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning and low impedance in bipolar and unipolar configurations. It was also reported that the rv lead exhibited high thresholds and noise was observed on electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.